Manufacturer narrative:
The device was discarded and was not returned to MFR for lab analysis. A review of the lot history record did not reveal any non-conforming material reports which could have contributed to this complaint.

Event description:
Device malfunction: stent dislodged off the sds. Time of malfunction: during advancement, during the procedure. Symptoms/ae: none. It was reported that after placement of a herculink stent, the physician proceeded to place a second stent distally in the left iliac artery. An omnilink was advanced up and over the iliac horn from a contra-lateral approach; however, could not advance through the newly placed herculink; it would not cross the stent. He attempted to pull the omnilink sds back into the guiding sheath. As it was pulled back, the stent shot off the balloon, when it reached the guide sheath distal opening. The stent was snared, pulled back into the guide sheath, and removed from the body. The physician completed the procedure with an absolute stent without any reported issues. No patient effects were reported. No additional information is available.